Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had been failing constantly. The field service engineer found that the pyxibus bus connection on the remote manager was loose, tightened the connection and also noticed that the black pin on the latch was broken off. The fse replaced the latch to resolve the issue and tested the doors in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator keeps failing. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.